Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix was able to be extended and retracted.

Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted, but the helix could not extend despite an excessive number of turns. Once removed from the patient, the lead was tested again and the helix was visualized to not be turned at all. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.